Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00208. It was reported the patient was experiencing autoreducing due to their leads having high impedances. It was noted the patient fell off a chair prior and noticed their pain return a few days later. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.